Manufacturer narrative:
Final analysis found that the outer insulation was abraded and fractured at 19.0 cm which likely contributed to the reported electrical anomalies. The inner coil was fractured due to fatigue. The outer insulation was abraded from 19.0 cm to 19.5 cm from the connector pin.

Event description:
It was reported that the lead exhibited high impedance and capturing anomalies. The lead was suspected to be fractured but could not be confirmed. The lead was explanted and replaced on (B)(6) 2013.